Event description:
It was reported that the communicator power cord burnt out and started smoking. A boston scientific company representative discussed with the patient and advised replacement. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.